Manufacturer narrative:
Based on the information provided there is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or reason for explant of device and no medical records have been provided. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012: the patient underwent surgery for repair of a left inguinal hernia. A bard/davol 3dmax, reference numbers (B)(4) and lot number huwb1054 was implanted to repair the hernia defect. On (B)(6) 2013: the patient underwent an "additional surgery to remove the defective 3dmax, which failed and the patient endured additional surgeries to treat mesh related complications." As reported by the attorney, the 3dmax used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. It is alleged that the patient has suffered and will continue to suffer physical pain.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012: the patient underwent surgery for repair of a left inguinal hernia. A bard/davol 3dmax, reference numbers 0115311 and lot number huwb1054 was implanted to repair the hernia defect. On (B)(6) 2013: the patient underwent an "additional surgery to remove the defective 3dmax, which failed and the patient endured additional surgeries to treat mesh related complications." As reported by the attorney, the 3dmax used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. It is alleged that the patient has suffered and will continue to suffer physical pain. Addendum per additional information provided: on (B)(6) 2012 - patient was diagnosed with left inguinal hernia thereby underwent laparoscopic repair with the implant of 3dmax mesh. Per operative notes, ¿the hernia was identified. A large 3dmax left-sided mesh was placed in the preperitoneal space.¿ on (B)(6) 2012 - patient was diagnosed with recurrent left inguinal hernia thereby underwent open repair. Per operative notes, ¿there was a hernia sac present within the spermatic cord. This was dissected from other cord structures and everted. The sac had somehow migrated below the level of mesh. A synthetic mesh was placed in the preperitoneal space.¿ on (B)(6) 2013 - patient was diagnosed with atrophy of the left testis and severe left groin pain treated by nerve transection. Per operative notes, ¿patient had very extensive adhesions, had part of the mesh just underneath the external oblique and above the cord or it could be the slit of the mesh. Took the part of the mesh (synthetic) out. There was another mesh which was placed during laparoscopy in the preperitoneal area partially protruding through the internal ring and the cord was stuck to that area. The nerve that has been transected is the nerve attached to the cord.¿ attorney alleges that the patient had hernia recurrence, adhesions, pain, loss of testicles and emotional injuries.

Manufacturer narrative:
Based on the information provided there is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or reason for explant of device and no medical records have been provided. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct date of implant, date of event & manufacturing date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 1 year 5 months post implant of 3dmax mesh, patient was diagnosed with hernia recurrence, adhesions, nerve damage, fibrosis and mesh migration thereby underwent hernia repair. Per op notes, "the sac had somehow migrated below the level of mesh." The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: a2, a4, b4, b5, b6, b7, d.4 (UDI no.), d.6b, e3, g1, g3, g6, h2, h6, h10, h11 corrected field: b.3 (date of event), d.6a (date of implant), h4 (manufacturing date) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.